Manufacturer narrative:
Asae/ major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. Manual compression was applied followed by sutures and a fem stop. Blood products were transfused. The pump was explanted and the patient was in stable condition.